Event description:
Boston scientific crm received information that this atrial lead was not sensing or capturing. Fluoroscopy was performed and it could not be confirmed if the lead had dislodged or was still in position. Utilizing a pacing system analyzer (psa), sensing measurements were obtained but capture was not. The patient had a history of breathing difficulties. The physician decided to put a dddr device in, programmed vvir with dual sensors. This atrial lead was removed from service during the device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.